Event description:
The reporter in (B)(6) reported blood glucose results of "100 mg/dl" with the lifescan meter and "175 mg/dl" on a laboratory device, performed within 10-30 minutes of each other. There was no injury and no treatment associated with this issue, however this complaint is being reported because the subject device did not meet lfs's accuracy criteria. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < 12 mg/dl and/or <15%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.